Event description:
It was reported during an aneurysm embolization at the left vertebral artery (va), the physician successfully delivered ten coils without any issues. However, the eleventh coil was unable to be detached. The physician retracted the pusher wire and visually confirmed that the coil had not detached. The physician was unable to deploy the coil into the aneurysm again. As the coil was being withdrawn, it prematurely detached. The physician successfully removed the coil using a goose neck snare and the microcatheter. There was not reported clinical consequence to the patient.